Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of feeling numbness and tingling in their hands and feet and stated that their implantable pulse generator (ipg) is not working correctly. The ipg was later explanted and replaced. No further patient complications have been reported as a result of this event.